Manufacturer narrative:
D9: 26-feb-2026. H7, h9: updated. H3: one pump was received for evaluation in used condition. Visual inspection showed the device was in used condition. Review of the event history confirmed the reported issue. Functional testing was performed. The cause was traced to a faulty main board, and the main board was replaced to address this issue. After repairs, the device passed all testing.

Event description:
It was reported that a pump had force sensor error. There was no patient involvement and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event is unknown; no information has been provided to date.